Event description:
It was reported that the physician contacted boston scientific technical services due to recent high, out-of-range pacing impedance measurements (>2500 ohms) from both the right ventricular (rv) and left ventricular (lv) leads. At the current follow-up appointment, loss of rv capture and increased lv capture threshold measurements were observed. Decreased rv sensing measurements were also noted. Provocative maneuvers were performed with no reproducible changes in impedance or noise. The physician stated that diagnostic imaging and potential hospitalization may occur to revise the system. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the physician contacted boston scientific technical services due to recent high, out-of-range pacing impedance measurements (>2500 ohms) from both the right ventricular (rv) and left ventricular (lv) leads. At the current follow-up appointment, loss of rv capture and increased lv capture threshold measurements were observed. Decreased rv sensing measurements were also noted. Provocative maneuvers were performed with no reproducible changes in impedance or noise. The physician stated that diagnostic imaging and potential hospitalization may occur to revise the system. Additionally, the system was programmed to lv-only. Remote episodes of over-sensing were also received. Recently, the patient's condition has improved since the programming changes made in july. It was stated that the lv lead measurements were stable and in-range. Provocative maneuvers had previously been performed that showed no evidence of over-sensed noise from the rv lead. The rv out-of-range pacing impedance measurements (>2500 ohms) persisted. The physician elected to schedule a revision procedure in january, and is currently continuing with remote monitoring. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the physician contacted boston scientific technical services due to recent high, out-of-range pacing impedance measurements (>2500 ohms) from both the right ventricular (rv) and left ventricular (lv) leads. At the current follow-up appointment, loss of rv capture and increased lv capture threshold measurements were observed. Decreased rv sensing measurements were also noted. Provocative maneuvers were performed with no reproducible changes in impedance or noise. The physician stated that diagnostic imaging and potential hospitalization may occur to revise the system. Additionally, the system was programmed to lv-only. Remote episodes of over-sensing were also received. Recently, the patient's condition has improved since the programming changes made in july. It was stated that the lv lead measurements were stable and in-range. Provocative maneuvers had previously been performed that showed no evidence of over-sensed noise from the rv lead. The rv out-of-range pacing impedance measurements (>2500 ohms) persisted. The physician elected to schedule a revision procedure in january, and continued with remote monitoring. The implantable device was subsequently surgically explanted and replaced. During the procedure, the rv lead was surgically capped and abandoned and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. It was not specified whether the explanted device will be returned for analysis.

Event description:
It was reported that the physician contacted boston scientific technical services due to recent high, out-of-range pacing impedance measurements (>2500 ohms) from both the right ventricular (rv) and left ventricular (lv) leads. At the current follow-up appointment, loss of rv capture and increased lv capture threshold measurements were observed. Decreased rv sensing measurements were also noted. Provocative maneuvers were performed with no reproducible changes in impedance or noise. The physician stated that diagnostic imaging and potential hospitalization may occur to revise the system. Additionally, the system was programmed to lv-only. Recently, remote episodes of over-sensing were also received. At this time, the system remains implanted and no adverse patient effects were reported.